Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, undersensing and false pause episodes on the device were noted. Technical support recommended reprogramming. No further intervention was performed at this time and the device will be reprogrammed at the next follow-up. The patient was stable with no adverse consequences.